Manufacturer narrative:
This report is being filed based on the additional information received from the distributor on june 19, 2019, which indicates the issue was related to damage to the polymer jacket material. The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. An image was received from the distributor on july 02, 2019. The image presents the distal end of the wire extending an unknown distance from the dispenser assembly (the j-straightener attachment was not included). The distal end of the wire presents an indeterminate length of metallic core wire exposed. The image does not allow sufficient resolution to characterize the damage or to confirm if the dispenser assembly presents indications of prior hydration. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time, it is not possible to assign a definitive root cause for the event as reported. As noted in the device instructions for use (dfu) precautions, "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution." As indicated in the preparations for use section of the device instructions for use, "before removing the zipwire hydrophilic guide wire from its dispenser, inject sterile physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." Based on the information provided to date, it appeared that handling factors may have contributed to the event as reported. The patient and initial reporter information was not provided at the time of this report. If any further relevant information is provided a follow up medwatch report will be submitted.

Event description:
Event description: the distributor reported: the issue that was presented with the hydrophilic zip wire was: when the surgical instrumentation was verifying the status of the device to pass it to the table in the procedura, it was noticed that the guide protruded from the packaging, and it was possible to watch that the guidewire was not covered. It was reported that the patient did not present any complications. The procedure was completed with a second zipwire. Additional information received from the distributor on june 19, 2019, which indicates the issue was related to damage to the polymer jacket material.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each hydro gw std s 150-035; returned partially reloaded distally into the partial (less the luer hub and j-straightener attachments) dispenser assembly within the opened, labelled mylar/tyvek packaging pouch and triple-bagged within "zip-lock" style poly biohazard pouches. The dispenser assembly does not present any indication of hydration as directed in the device instructions for use. After flushing the dispenser assembly with saline, the specimen was removed and subjected to visual and tactile examination. The specimen presented a ductile, tensile overload of the polymer jacket material resulting in the removal of approximately 0.40cm of jacket material exposing the distal 0.40cm of the metallic core wire. The specimen also presented a large radius bend over the distal 9.80cm, consistent with tensile loading. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. As indicated in the operational instructions section of the device instructions for use, "before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." Our investigation was unable to confirm that the product did not meet specification prior to shipment. Based on the information provided to date, it appears that handling factors contributed to the event as reported.the patient and initial reporter information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.